Manufacturer narrative:
According to the visual examination, nothing was found faulty with the fiber. The fiber was capable of correct and efficient energy transmission during testing and functioned as intended. Since there were no faults or breaks noted in the fiber, it remains very likely that the laser was activated while the fiber was still inside the access sheath which attributed to the burn. Dornier fibers must be handled carefully by the user at all times and used following the directions supplied within the included IFU document. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech laser gmbh (the manufacturer) per exemption number e2012001.

Event description:
Fiber burned through the sheath. It was outside of the sheath when this happened.